Event description:
In 2009, the patient stated that there has been a "black blotch" in the upper left hand corner of the display. The patient stated that the display has been like this for about one year. The infusion device has been dropped a couple of times. The infusion device has never been exposed to water. Changing the infusion device's battery does not cause the mark on the display to go away. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.